Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0ry96, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The patient was implanted for fecal incontinence and gastrointestinal issues. The consumer reported that they had a bladder infection. The infection was confirmed and she was on medication for the infection. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.